Event description:
Literature was reviewed regarding a 61-year-old male patient with heart failure and severe aortic valve stenosis of a bicuspid aortic valve. Subsequently, the patient under implant of a 34-mm medtronic evolut fx -expanding transcatheter aortic bioprosthetic valve. During the procedure the valve was recaptured and redeployed until an adequate position was achieved. However, after full deployment, significant valve infolding was noted with severe aortic transvalvular regurgitation. The patient became progressively hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation was initiated immediately with return of spontaneous circulation within two minutes. The infolded valve frame was dilated with an expandable balloon which corrected the valve geometry and eliminated the valvular regurgitation and stabilized hemodynamic activity. The patient was extubated uneventfully later that day and was discharged home one day later in satisfactory condition. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: mohammed et al. A case of cardiac arrest due to transcatheter aortic valve infolding. Cureus. 2023 aug; 15(8): e43847. Published online 2023 aug 21. Doi: 10.7759/cureus.43847. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.